Event description:
It was reported that the customer received an unexpected restart alarm when changing his battery. The customer's blood glucose was 180 mg/dl. The customer stated that he also saw a no delivery alarm and an external ram crc error alarm in the insulin pump's alarm history. Customer was unable to troubleshoot the no delivery alarm because it was a past event. The customer also mentioned that the drive support cap was sticking out. Troubleshooting was done. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. No a17 or a21 alarm. The insulin pump passed a21 alarm test. Unable to perform the excessive no delivery alarm due to prime anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.